Event description:
It was reported that during routine changeout of pulse generator, insulation abrasion was verified on the left ventricular lead under fluoroscopy. There was no electrical anomaly, the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.